Event description:
In 2001, the cryopreserved aortic valve homograft in question was implanted into a patient of unknown medical history. At implant, the surgeon indicated that the valve's diameter appeared much larger than documented (23 mm). The surgeon implanted the aortic valve successfully. However, reportedly the large size of the implanted aortic valve caused distortion of the surrounding structures, requiring replacement of the patient's previously placed pulmonary valve homograft. The patient's pulmonary valve was successfully replaced with another pulmonary valve homograft.